Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 172 mg/dl at the time of the call. The customer was at 398 mg/dl before bed and tried to give themselves a 100 unit bolus, but only got the maximum bolus amount which caused the low. The customer used juice and food to treat. The customer experienced symptoms such as inability to walk. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller stopped it. The insulin pump will not be returned for analysis.